Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing dilaudid (5mg/ml at minimum rate). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump system was removed due to infection on (B)(6) 2017. There were no environmental, external, or patient factors that were thought to have led to the issue, and no diagnostics were performed. The situation was considered resolved at the time of report and the patient's status was alive - no injury. The system was discarded and no replacement was planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.